Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cracked touchscreen issue could not be verified, the touchscreen unresponsive issue was verified.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to continue to use current pump for insulin therapy.